Event description:
Over the last 2 years, the libre 2 has misread my blood sugar counts. It was between 50 to 100 points off. My a1c went from 6.5 or 6.7 up to 7.5 only over the last 2 years that I have been using the libre 2 cgm.